Event description:
The facility's technical support engineer reported an infusion pump with a 550 failure code. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.